Manufacturer narrative:
Brand name, corrected data: initial MDR reported the suspected device as the software when the issue is really with the programming wand. The information has been updated on this report. Type of device, corrected data: initial MDR reported the suspected device as the software when the issue is really with the programming wand. The information has been updated on this report. Model #, corrected data: initial MDR reported the suspected device as the software when the issue is really with the programming wand. The information has been updated on this report. Serial #, corrected data: initial MDR reported the suspected device as the software when the issue is really with the programming wand. The information has been updated on this report. Device manufacture date (mo/day/yr), corrected data: initial MDR reported the manufacturing date for the software when the issue is really with the programming wand. The information has been updated on this report.

Manufacturer narrative:
The information was inadvertently not reorted on the supplemental report #1.

Event description:
An office manager from a physician's office called and reported that their programming system was it was not working properly lately. It was reported that the handheld was ¿not getting a good signal.¿ there were two instances where the system ¿did not read at all¿ and then there were two more times when the physician had to perform a ¿reset¿ on the device before it would be able to read the patient¿s devices. Unknown exact date of events. She explained that all these instances occurred on multiple patients. The handheld does hold a charge and does power on as expected. Handheld functions appropriately when unplugged from the wall, as in it still remains on. The wand battery was checked by pressing the two red reset buttons simultaneously while timing the interval that the green power light remained on. After pressing the two red reset buttons simultaneously, the green power light never came on. She tried this three more times and the green power light did not come on during any of those trials. After the wand battery was changed the green light came one and stayed on for over 25secs. No further troubleshooting could be performed as there was not a demo available or a patient to interrogate. It is likely the event was related to the 9v battery but cannot be confirmed till the physician sees another patient or a demo is interrogated to rule out other components in the programming system being the cause.

Event description:
Additional information was received from the physician that the programming system (including wand) have been functioning properly since the troubleshooting in (B)(4) 2013.

Event description:
Additional review of the information obtained through the course of investigation was performed on (B)(6) 2013 and it was determined that since the issue has reported no further issues since replacement of the 9v battery, the communication difficulties were most likely due to a depleted 9v battery in the programming wand.